Manufacturer narrative:
(B)(4). Results of investigation: the service technician was unable to verify the reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed the 118 hour extended tests at the customer's settings. The ventilator passed the initial final test and initial alarm volume test. The service technician was also unable to verify the second reported issue. The ventilator was received without the customer owned battery.

Event description:
The customer reported that the ventilator shut off while on a patient. The customer received a "complete failure" alarm during this incident. It is unknown if the alarm occurred while on the patient, or before placing on a patient. The patient was immediately bagged. After attempting to troubleshoot, the customer received a "battery fault" alarm. The battery light bar was displaying a fully charged status. It was also reported that there was no patient harm associated with this complaint.